Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated and low blood glucose (bg) levels. Bg values were not provided. In addition, it was reported that it took 2 hours for a bolus to be delivered to the customer, and the customer had difficult filling cartridges. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to follow up with the customer; however, a response was not received.